Event description:
It was reported that this pacemaker was part of a system revision due to infection and pressure necrosis. There were no additional adverse patient effects reported. The pacemaker was explanted.